Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The pump was tested 3 times and all 3 results were within internal specifications, however, the downstream sensor will be replaced as a preventative measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion test. The issue was found during testing and there was no patient involvement.